Event description:
Co has learned of a reportable incident from a user facility. The incident reported involved a component (catheter) of a local anesthesia infusion kit. Per the customer's report, two catheters broke when physician attempted to remove them from the surgical site. The remnants were removed via a second surgical procedure. The pt developed an infection after the follow-up procedure. The pt was successfully treated for the infection.

Manufacturer narrative:
The catheter is assembled into a convenience pack along with other kitted components. The catheter in the kit is supplied by another device manufacturer. A conclusion for the break cannot be made by co. Co forwarded the event info to the catheter manufacturer . The catheter remnants were provided to MFR for evaluation under their complaint handling system. MFR has investigated the catheter device in question and stated that the associated lot was manufactured to design specifications. MFR indicated that the catheter remnants appear traumatized and individual sections appear elongated. MFR could not determine the cause of the breakages and separations. However, misuse may have been a contributing factor.